Manufacturer narrative:
(B)(4) - j-tube exchange. The reported event of j-tube kinked. The reported event of migration of j-tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The j-tube was placed on (B)(6) 2009. According to the complainant, on (B)(6) 2010 the patient experienced increased rigidity. The intestinal tube was pulled out and pushed back in to try and rectify the problem however; it did not resolve the issue. An x-ray was performed on (B)(6) 2010 as well as on (B)(6) 2010. On (B)(6) 2010 the x-ray showed there was a kink on the intestinal tube in the stoma. The location of the end of the intestinal tube was in the jejunum. The patient received duodopa treatment in the gastric port until the exchange of the j-tube. On (B)(6) 2010 the patient received a new 80cm two port through the peg jejunal feeding tube (j-tube). The patient remained in the hospital until (B)(6) 2010 due to other medical problems and history.